Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, upon interrogation the pulse generator exhibited diagnostics anomaly. The diagnostics was cleared and the device was interrogated without any complications. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.